Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the screws broke off where the gas cylinders attach to the bracket on the left hand side of the chair.